Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent a hernia repair procedure on unknown date and mesh was implanted. The patient had not complained about any issues after having the hernia surgery. Approximately four weeks later, during an unrelated procedure, the surgeon noticed that the mesh had not incorporated into the patient's tissue and re-secured the mesh with additional suture. Additional information has been requested.